Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported via email that the customer called the paramedics twice in the last 6 months due to severe low blood glucose. The customer's blood glucose was unknown at the time of the call. Customer declined to return the insulin pump for analysis.